Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced an event of occlusion in the infusion set tubing on (B)(6)2024. The patient changed supplies as necessary and resumed insulin deliveries successfully. No further information was available.